Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection, functional testing, and an alarm log review were performed. During the functional testing it was fond that the battery was low. The cause of the low battery could not be determined. A CAPA has been opened to address this issue. The battery was replaced and the pump was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump alarmed for a low battery. There was no patient involvement. No additional information is available.